Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed a low telemetered battery voltage. On (B)(4) 2010, the telemetered battery voltage was 2.79 v, while the daily battery voltage trend measurement was 2.93 v.

Event description:
It was reported that the caller requested a longevity estimate. The device was noted to have a low telemetered battery voltage when compared to the save to disk voltage. The device is still in use. No patient complications were reported as a result of this event.